Manufacturer narrative:
A product development investigation was performed for the subject device (drive shaft for ria, part number 314.743, lot number 7404017). The subject device was returned with the complaint condition stating that the distal tip of a drive shaft for ria broken while attempting to remove a reamer head after a procedure; no patient involvement. The returned device was examined and the complaint condition was able to be confirmed as the distal tip of the drive shaft was found to be broken and missing a segment (approximately 13mm long and 5mm in diameter). A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The drive shaft for ria is a component of the reamer/irrigator/aspirator (ria) system which is utilized for intramedullary reaming and bond harvesting. The system technique guide details the appropriate steps for reamer head exchange which include the following steps: disengaging the drive shaft, properly orientating the reamer head in the aspiration hole and utilizing a screwdriver to collapse the reamer head finger and release the reamer head. Relevant drawings for the returned device were reviewed. Relevant dimensions on the distal end of the device were checked near the break and were compared to the prints at the time of manufacture and the returned instrument was found to be within specification. The design, materials and finishing processes were found to be appropriate for the intended use of this device. Based on the complaint condition, the failure occurred while attempting to remove a reamer head, as such it is likely the technique utilized resulted in the observed device failure. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while removing a reamer head off of the drive shaft, the tip of the drive shaft broke off. This happened on the backtable while the tech was trying to remove the reamer head. This was a post operative event that did not involve a patient at this time. Concomitant device reported: reamer head part and lot number unknown, quantity one; reamer tube part and lot number unknown, quantity one. This is report number 1 of 1 for complaint (B)(4).